Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd luer-lok¿ disposable syringe there was an issue with foreign matter. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: one photo and one loose 1ml assembled syringe was received and reported to be from batch #7271995 (p/n 309628). The sample was visually evaluated. The syringe was found to have dark brown embedded foreign matter greater than level 3 in size, around the .2 to .4ml markings. The embedded foreign matter observed is rejectable per product specification. The syringe was from mold c-08 cavity 31. The embedded foreign matter is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. Per procedure, after start up, all molded parts are scrapped until no degraded plastic is observed. If this is not performed thoroughly a piece with this condition can get through. This type of defect is considered to be a cosmetic. DHR review from pr# 520840: release date: 10/17/2017. Released quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7271995 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. There were no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the embedded foreign matter defect is associated with the molding process. No corrective actions are necessary based on the defective rate identified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported with the use of the bd luer-lok¿ disposable syringe there was an issue with foreign matter. There was no report of injury or medical intervention.